Manufacturer narrative:
Device evaluation it was reported that reddish brown spots were present along the syringe barrel. As a physical sample was not returned, a comprehensive sample evaluation could not be performed. To support the investigation, one photograph was provided and reviewed by our quality team. The photograph depicts a syringe exhibiting reddish-brown specks within the barrel that appear to be embedded, with no additional imperfections observed. This type of condition is typically associated with degraded resin, which can occur during startup or intermittently throughout the injection molding process. In such instances, degraded resin may dislodge and become incorporated into the molded component. A device history record review was conducted for material number 302830, lot 5273442. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with established specification requirements. Based on the overall investigation and photographic evidence provided, the condition reported by the customer is confirmed.

Event description:
It is reported, bd 20 ml syringe, reddish-brown spots along the barrel. Upon inspection, these spots seem to be embedded in the plastic of the syringe rather than residue on the interior or exterior surface. Additional information: were any adverse events or serious injuries reported to the patient or healthcare professional? No could you please provide an exact date of the event in the format dd-mmm-yyyy 21-05-2026 total number of times? Reported once.